Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown ; 510k number - unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states ¿wear and or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date approximately 22 years ago. Subsequently, patient was revised on (B)(6) 2015 due to wear of the polyethylene acetabular liner. The liner and head were removed. During the procedure the surgeon opened a 28mm liner and placed it in the patient; however, it did not fit and was subsequently taken out and a 32mm liner was then implanted.